Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The mother stated that the patient¿s bg usually runs on the high side, but he tolerates it fine. On (B)(6) 2021, the patient became weak and vomited twice. She did not check a cgm value or bg and instead took him to the hospital where he was diagnosed with diabetic ketoacidosis (dka). She could not remember the specific cgm and bg values from the hospital but reported that in the emergency room (ER) it was initially 20 points mg/dl off. The patient was air flighted to another hospital and then there was a 50-100 mg/dl point difference, and the inaccuracies had continued throughout the hospitalization. The physicians told the mother they were unable to calibrate it, so she needed to get a replacement. The patient was treated with insulin. He improved and was released from the hospital on (B)(6) 2021. At the time of the report, the patient was doing well, but they were still trying to get his bg under better control. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.